Event description:
It was reported an air leak was noted while flushing the sheath with a syringe. The catheter was exchanged which resolved the issue. There were no patient consequences reported.

Manufacturer narrative:
One 8f fast-cath introducer with a dilator fully engaged was received for evaluation. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. In conclusion, functional testing revealed a leak during testing which was caused by two tears in the hemostasis seal. Corrective action was initiated to address tears in the hemostasis seal of the introducers.